Event description:
A bipap a30 was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. Additionally, the device was found to be alarming indicating the device was unable to write to the event log. The device¿s main pca needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed. A final report is being submitted. If any additional information is received, a supplemental report will be filed.